Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code w3224. Upon visual inspection of the received sample, it was observed that the needle was not present for analysis. During the analysis of the suture, it was noted that the suture had begun the degradation process, which likely caused the needle to detach. The time of exposure of the suture to the environment could not be determined. The foil was visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent a beauty suture procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. Upon visual inspection of the received sample, it was observed that the needle was not present for analysis. During the analysis of the suture, it was noted that the suture had begun the degradation process, which likely caused the needle to detach. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.